Event description:
The customer reported that the device, 60-6085-201a, vcare 200a ¿ medium was being used on (B)(6) 2022 during a hysterectomy procedure and ¿three (3) separate vcare devices broke during two (2) different surgeries. The handle broke and sun around the shaft.¿ there was no impact or injury to the patient. The procedure was completed with a spongestick. There was a delay of minutes. Further assessment has been sent; however, to date no reply has been received. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of eight complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 76 reports, regarding 99 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.